Event description:
It was reported that the field representative requested review of the presenting electrogram stored by this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed per request. Ts advised there is an early deflection noted on the left ventricular (lv) channel. Ts provided this is likely crosstalk oversensing of the atrial channel not lv loss of capture. The field representative reported the patient was seen the day prior and lv capture was confirmed. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.